Event description:
Reported via patient call center.it was reported that thrombosis occurred.a left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient reported that they had a thrombus on their closure device and remains on a blood thinner and aspirin. No further information was provided at the time of this report.

Manufacturer narrative:
B3: aware date was used as event date as the actual event date is not known.